Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the patient had a loss of pain relief due to poor coverage. Intervention included instructing the patient to use the stimulator as sub-threshold by turning the device on to where the stimulator is felt and then decreasing stimulation and leaving it on continuously. The event was considered ongoing. If additional information is received the event will be re-evaluated. A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient was reprogrammed on (B)(6) 2015. A note on (B)(6) 2015, indicated the hcp wanted the device reprogrammed with high frequency. If this was not helpful they would plan to schedule a lead revision. Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included repositioning the lead. The system remained the lead was pulled down to the lumbar area. The extension was removed. Relevant medical history included: non-malignant pain

Event description:
Additional information from the healthcare professional of the clinical study reported prior to repositioning they tried reprogramming the device but it was unsuccessful. The lead repositioning was done to reposition the initial lead placement.